Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The det pnl system was returned to the manufacturer for analysis. Analysis found that during gain calibration, the rad gain was very narrow. An offset was performed in attempt to defect mapping, but with no success. It was determined that the issue was due to excessive bad pixels. Analysis found that the reported event was related to a electrical issue. A medtronic representative went to the site to test the equipment. Testing revealed that the detector was failing. The command processor and flat panel detector were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that site saw ring artifacts during gain calibration. There was no patient present when this issue was observed.